Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for ''touch panel failure error code (e333 )'' could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had an e333 touch panel error. The issue occurred during preparation for use on an unspecified diagnostic procedure that was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found the reported issue was not reproduced. Should additional relevant information become available, a supplemental report will be submitted.